Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis as a result of a leak which was caused by the patient's pd transfer set disconnecting during peritoneal dialysis (pd) therapy. The cause of the disconnection was not reported. No further detail was provided regarding the disconnection event. On an unknown date, the patient was hospitalized for the peritonitis. On unknown dates, the patient received treatment for the peritonitis with the following antibiotic therapies: cephalothin, cefazolin, vancomycin, amikacin, gentamicin, ciprofloxacin, cephalexin (doses, frequencies, and routes were unknown). On an unknown date, the patient recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.